Manufacturer narrative:
Additional information was received on august 6, 2020. The impacted product, initially reported as unknown gel, is a 325cc mentor memorygel breast implant. The lot, serial, and catalog numbers have been obtained and populated in the proper fields. Additionally, the implant date was updated, as a better estimate was made available. A manufacturing record evaluation was performed for the finished device number 5964317, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture/ capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with unknown mentor gel implants experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade IV. The right sided capsular contracture was baker grade iii and was ruptured. The patient visited the physician¿s office and received medical diagnoses for these issues. As a result, an explant is planned for (B)(6) 2020. See 1645337-2020-08793 for contralateral prosthesis report.